Event description:
During use, the surgeon had difficulty assembling the plate onto the subject device. As a result of the difficulty, the subject device was pushed through the end of the acetabulum. A general surgeon was brought into the operating room to correct the condition. The general surgeon also pushed the subject device through the acetabulum. Use of the subject device was aborted and a blade plate was utilized to complete the procedure. The surgeon has stated that the quality of the bone in the region was very poor. He has also stated that the event did not lead to any permanent damage to the pt.

Manufacturer narrative:
H3, h6 - visual examination of the subject device found it to meet all dimensional specifications at the time of MFR. The actual cause of the implant breakage cannot be reliably determined.